Event description:
Bayer case number: (b)( pain in my lower back [low back pain] endometriosis [endometriosis] adenomyosis [adenomyosis] pain started to occur in my body, spreading more and more [general body pain] trapezius muscle pain [localised muscle pain] shoulders/wrists pain [painful joints] arms pain [pain in upper extremities] cervical spine [pain in cervical spine] neuralgia [neuralgia] tendinitis [tendinitis] herniated discs [herniated disc] burning sensation throughout my body [burning sensation]. Case narrative: the below report was received by health authority ansm (reference number: r2531098) on 12-nov-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("pain in my lower back"), endometriosis ("endometriosis") and adenomyosis ("adenomyosis") in a 34 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced back pain (seriousness criterion intervention required), pain ("pain started to occur in my body, spreading more and more"), myalgia ("trapezius muscle pain"), arthralgia ("shoulders/wrists pain"), pain in extremity ("arms pain"), spinal pain ("cervical spine"), neuralgia ("neuralgia"), tendonitis ("tendinitis"), intervertebral disc protrusion ("herniated discs") and burning sensation ("burning sensation throughout my body"). Essure was removed on (B)(6) 2017. On unknown date she experienced endometriosis (seriousness criterion medically important) and adenomyosis (seriousness criterion medically important). The patient was treated with surgery (hysterectomy in 2023). At the time of the report, none of the events had resolved. The reporter considered adenomyosis, arthralgia, back pain, burning sensation, endometriosis, intervertebral disc protrusion, myalgia, neuralgia, pain, pain in extremity, spinal pain and tendonitis to be related to essure administration. The reporter commented: despite the removal in 2017, nothing has changed, on the contrary, as well as the endometriosis, adenomyosis, with hysterectomy in 2023. This essure method has stolen from me the person I was, full of life and energy, with no pain or health problems. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) pain in my lower back [low back pain], endometriosis [endometriosis] , adenomyosis [adenomyosis] , pain started to occur in my body, spreading more and more [general body pain] , trapezius muscle pain [localised muscle pain] , shoulders/wrists pain [painful joints] , arms pain [pain in upper extremities] , cervical spine pain [pain in cervical spine] , neuralgia [neuralgia], tendinitis [tendinitis] , herniated discs [herniated disc] , burning sensation throughout my body [burning sensation] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 12-nov-2025. The most recent information was received on 19-nov-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("pain in my lower back"), endometriosis ("endometriosis") and adenomyosis ("adenomyosis") in a 34-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced back pain (seriousness criterion intervention required), pain ("pain started to occur in my body, spreading more and more"), myalgia ("trapezius muscle pain"), arthralgia ("shoulders/wrists pain"), pain in extremity ("arms pain"), spinal pain ("cervical spine"), neuralgia ("neuralgia"), tendonitis ("tendinitis"), intervertebral disc protrusion ("herniated discs") and burning sensation ("burning sensation throughout my body"). Essure was removed on (B)(6) 2017. On unknown date she experienced endometriosis (seriousness criterion medically important) and adenomyosis (seriousness criterion medically important). The patient was treated with surgery (essure removal in 2017 and hysterectomy in 2023). At the time of the report, none of the events had resolved. The reporter considered adenomyosis, arthralgia, back pain, burning sensation, endometriosis, intervertebral disc protrusion, myalgia, neuralgia, pain, pain in extremity, spinal pain and tendonitis to be related to essure administration. The reporter commented: patient's current status: endometriosis, adenomyosis, with hysterectomy in 2023. This essure method has stolen from me the person I was, full of life and energy, with no pain or health problems. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-nov-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) pain in my lower back [low back pain] , revealed inflammation of the tubal wall where the essure device had been placed [salpingitis] , endometriosis [endometriosis] , adenomyosis [adenomyosis] , pain started to occur in my body, spreading more and more [general body pain] , trapezius muscle pain [localised muscle pain] , shoulders/wrists pain [painful joints] , arms pain / chronic pain in the upper limbs [pain in upper extremities] , cervical spine pain [pain in cervical spine] , neuralgia [neuralgia], tendinitis [tendinitis] , herniated discs [herniated disc] , burning sensation throughout my body [burning sensation] , memory problems [memory disturbance], fibromyalgia [fibromyalgia] , paresthesia of the upper limbs [paraesthesia upper limb] , neck pain [neck pain] , sciatica [sciatica] , menorrhagia [menorrhagia], dyspareunia [dyspareunia] , thyroiditis [thyroiditis] , dyspnea [dyspnea] , chest tightness [chest tightness] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 12-nov-2025. The most recent information was received on 10-mar-2026. This spontaneous case was originally reported by a lawyer and describes the occurrence of back pain ("pain in my lower back"), salpingitis ("revealed inflammation of the tubal wall where the essure device had been placed"), endometriosis ("endometriosis") and adenomyosis ("adenomyosis") in a 34 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of lumbosacral disc herniation in (B)(6) 2025, fibromyalgia syndrome and adenomyosis in 2017, parity 5 (mother of five), multi gravida, cervical pain and endometriosis. Concurrent conditions were listed as adenomyosis, memory disturbance, arthromyalgia and chronic pain. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced back pain (seriousness criterion intervention required), pain ("pain started to occur in my body, spreading more and more"), myalgia ("trapezius muscle pain"), arthralgia ("shoulders/wrists pain"), pain in extremity ("arms pain / chronic pain in the upper limbs "), spinal pain ("cervical spine pain"), neuralgia ("neuralgia"), tendonitis ("tendinitis"), intervertebral disc protrusion ("herniated discs") and burning sensation ("burning sensation throughout my body"). Essure was removed on (B)(6) 2017. On unknown date she experienced salpingitis (seriousness criterion medically important), endometriosis (seriousness criterion medically important), adenomyosis (seriousness criterion medically important), memory impairment ("memory problems"), fibromyalgia ("fibromyalgia"), paraesthesia ("paresthesia of the upper limbs "), neck pain ("neck pain"), sciatica ("sciatica"), heavy menstrual bleeding ("menorrhagia"), dyspareunia ("dyspareunia"), thyroiditis ("thyroiditis"), dyspnoea ("dyspnea") and chest discomfort ("chest tightness"). The patient was treated with laroxyl (amitriptyline hydrochloride) as well as surgery (to remove essure and hysterectomy in (B)(6) 2023) and non-drug therapy (neurostimulation therapy, hydrotherapy). At the time of the report, the back pain, endometriosis, adenomyosis, pain, myalgia, arthralgia, pain in extremity, spinal pain, neuralgia, tendonitis, intervertebral disc protrusion and burning sensation had not resolved. The outcomes for salpingitis, memory impairment, fibromyalgia, paraesthesia, neck pain, sciatica, heavy menstrual bleeding, dyspareunia, thyroiditis, dyspnoea and chest discomfort were unknown. The reporter considered adenomyosis, arthralgia, back pain, burning sensation, chest discomfort, dyspareunia, dyspnoea, endometriosis, fibromyalgia, heavy menstrual bleeding, intervertebral disc protrusion, memory impairment, myalgia, neck pain, neuralgia, pain, pain in extremity, paraesthesia, sciatica, spinal pain, tendonitis and thyroiditis to be related to essure administration. The reporter commented: patient's current status: endometriosis, adenomyosis, with hysterectomy in 2023. This essure method has stolen from me the person I was, full of life and energy, with no pain or health problems. On (B)(6) 2021, the doctor examined her and determined that she was unable to work in a physically demanding job. He then recommended that she undergo training for a sedentary position. She was subsequently declared unfit to continue her employment by the occupational physician. She was also placed on sick leave starting (B)(6) 2021. This leave was extended several times until (B)(6) 2021. The employer then initiated dismissal proceedings. She was recognized as a disabled worker for the period from (B)(6) 2021 to (B)(6) 2024. On (B)(6) 2023 for a laparoscopic lavage and repair of the vaginal dehiscence. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82 kg. [Biopsy] on (B)(6) 2017: a biopsy taken during the removal revealed inflammation of the tubal wall where the essure device had been placed. [Magnetic resonance imaging] on (B)(6) 2022: the doctor founded no essure device remnant but did identify cystic formations and adenomyosis. [Ultrasound thyroid] in (B)(6) 2024: showing signs of thyroiditis without nodules [x-ray] on (B)(6) 2017: device removal confirmed that the entire device had been removed.; in 2021: showed no abnormalities; in (B)(6) 2025: which showed no abnormalities quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-mar-2026: medical record received. New events salpingitis, memory problems, fibromyalgia, paresthesia of the upper limbs, neck pain, sciatica, menorrhagia, dyspareunia, thyroiditis dyspnea, chest tightness were added. Lab data & reporter causality comment updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Pain in my lower back [low back pain] , endometriosis [endometriosis] , adenomyosis [adenomyosis] , pain started to occur in my body, spreading more and more [general body pain] , trapezius muscle pain [localised muscle pain] , shoulders/wrists pain [painful joints] , arms pain [pain in upper extremities] , cervical spine pain [pain in cervical spine], neuralgia [neuralgia] , tendinitis [tendinitis] , herniated discs [herniated disc] , burning sensation throughout my body [burning sensation] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 12-nov-2025. The most recent information was received on 06-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("pain in my lower back"), endometriosis ("endometriosis") and adenomyosis ("adenomyosis") in a 34-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of lumbosacral disc herniation in (B)(6) 2025, fibromyalgia syndrome and adenomyosis in 2017, parity 5, multi gravida, cervical pain and endometriosis. Concurrent conditions were listed as adenomyosis, memory disturbance, arthromyalgia and chronic pain. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced back pain (seriousness criterion intervention required), pain ("pain started to occur in my body, spreading more and more"), myalgia ("trapezius muscle pain"), arthralgia ("shoulders/wrists pain"), pain in extremity ("arms pain"), spinal pain ("cervical spine pain"), neuralgia ("neuralgia"), tendonitis ("tendinitis"), intervertebral disc protrusion ("herniated discs") and burning sensation ("burning sensation throughout my body"). Essure was removed on (B)(6) 2017. On unknown date she experienced endometriosis (seriousness criterion medically important) and adenomyosis (seriousness criterion medically important). The patient was treated with laroxyl (amitriptyline hydrochloride) as well as surgery (essure removal in 2017 and hysterectomy in 2023). At the time of the report, none of the events had resolved. The reporter considered adenomyosis, arthralgia, back pain, burning sensation, endometriosis, intervertebral disc protrusion, myalgia, neuralgia, pain, pain in extremity, spinal pain and tendonitis to be related to essure administration. The reporter commented: patient's current status: endometriosis, adenomyosis, with hysterectomy in 2023. This essure method has stolen from me the person I was, full of life and energy, with no pain or health problems. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82 kg. [Ultrasound thyroid] in (B)(6) 2024: showing signs of thyroiditis without nodules [x-ray] in 2021: showed no abnormalities; in (B)(6) 2025: which showed no abnormalities. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-mar-2026: medical record received. Patients date of birth added. Additional reporter added, medical history & lab data updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.